Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The ra and rv leads had dislodged after implant. During the revision the insulation of the ra and rv leads was damaged. The leads were replaced with similar pacing leads. No adverse patient events were reported.